Manufacturer narrative:
The investigation is ongoing.

Event description:
From alterra study, approximately 2 years, 1 day post-implantation of a 29 mm sapien 3 valve in the pulmonic position via transfemoral approach, the CT core lab has identified a single, type I fracture at the alterra outflow (rung 6) on the 2 year fluoroscopy. Upon assessment of the 2 year fluoroscopy, the core lab retrospectively reviewed the 1 year and determined that the same type I fracture was present at that time point.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: upon review of the 1 year fluoro, one fracture was observed on rung 6 of the alterra outflow apices. Upon review of the 2 year fluoro, the same fracture was observed on rung 6 of the alterra outflow apices. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary written by edwards lifesciences, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, the 1-year and 2-year fluoroscopic images indicated one fracture at outflow (distal) apices. Per the technical summary, patients who had a fracture were likely a result of high positioning of the distal portion of the stent placed into the patient's bifurcation. In this position, portions of the distal stent experience bending / engagement with the pulmonary artery, which increases strain and the chance of fracture. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to address the issue.